Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that during a post operative x-ray examination on (B)(6) 2022, the surgeon noticed what they believe to be the tip of a multifire scorpion needle within the patients tendon. The initial surgery was on (B)(6) 2022. No additional information provided. Additional information requested. Additional information received on 7/13/2022: the surgeon and staff did not notice any instrument and or implant breakage during original arthroscopic rcr surgery that took place on (B)(6) 2022. Sales representative has confirm that as of right now, a revision surgery will not be completed.

Manufacturer narrative:
The complaint is confirmed based on a review of the returned x-ray image, which showcases what appears to be the alleged scorpion needle tip fragment. However, without receipt of the remainder of the device for physical evaluation, the cause of the breakage remains undetermined. No change in harm was identified.